Manufacturer narrative:
(B)(4).

Event description:
It was reported lead noise and upper out of range pacing lead impedance measurements were observed. The lead was suspected to be defect and lead capping was recommended. However, the patient does not want to go through surgery. No further information is available.